Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered five bursts of anti-tachycardia pacing (atp) and three shocks. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. Technical services (ts) reviewed the event information and suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported. Additional information was received mentioning that this device delivered anti-tachycardia pacing (atp) and electric shocks due to supraventricular tachycardia (svt). Boston scientific technical services (ts) suggested reprogramming options. No adverse patient effects were reported.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered five bursts of anti-tachycardia pacing (atp) and three shocks. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. Technical services (ts) reviewed the event information and suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported.